Event description:
Additional information: it was later reported that there was "lack of med delivering," cause unknown. Patient experienced recurrence of symptoms and was hospitalised. Patient recovered without sequel. Drug delivered was dilaudid 10mg/ml at a daily dose of 0.6mg.

Event description:
A volume discrepancy was reported; the actual residual volume was greater than the expected residual volume. Patient experienced a change in therapy effect. There were no pump alarms and the reporter was unsure if any studies were done. Additional information has been requested; a follow-up report will be sent when information becomes available.

Manufacturer narrative:
Catheter model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2011, expalnted: unk.

Manufacturer narrative:
Corrected information: catheter model 8598 (B)(4) implanted: 2007/(B)(6) explanted: 2011/(B)(6), catheter model 8596 (B)(4) implanted: 2007/(B)(6) explanted: 2011/(B)(6).

Event description:
Additional information: it was reported that they were unable to aspirate from the catheter. The location of the catheter issue was noted as distal. The "whole system" was replaced. At the refill on (B)(6) 2011, the "pump return was within acceptable range"; "slightly above normal returns". The drugs in the pump included marcaine and clonodine.